Event description:
It was reported that an interlink system basic solution set leaked from ¿right above the luer¿. This occurred during setup for patient infusion and prior to patient connection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.